Event description:
Reporter alleged discrepant blood glucose results of 389 mg/dl on the advantage system when compared with a result of 147 mg/dl from a laboratory test when the tests were performed back-to-back within 7 minutes. Reporter was unaware of any symptoms, treatment or action based on the result. No adverse event was reported. A request was made for the return of the suspect device and replacement product was sent.